Event description:
A user facility reported that the intraocular lens (iol) was ripped when opened. The iol was not implanted. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/07/2009 by mail. A completed questionaire was received on 10/22/2009. (B) (4). (B) (4)